Manufacturer narrative:
The device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had no fall out protection, the triggers jammed intermittently and the device made unusual noise while running. It was further noted that the housing, seals and bearings were worn (there was too much space between the hand piece and lid). It was also noted that the trigger and the spiral bevel gear components were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on component from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the battery handpiece device had low power and the motor barely turned. During in-house engineering evaluation, it was observed that the device had no fall out protection, the triggers jammed intermittently and the device made unusual noise while running. It was further noted that the housing, seals and bearings were worn (there was too much space between the hand piece and lid), and the trigger and the spiral bevel gear components were damaged. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown but was known to have occurred in (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.